Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. Customer's blood glucose was 192 mg/dl. The customer stated that the device was not exposed to high magnetic field. The customer was advised to remove the pump battery to prevent continued alarms. The customer stated that the drive support cap appears normal. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarm. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.